Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an occasional blackout of the image during a therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment with no surgical delay. There were no reports of patient harm.